Event description:
The customer reported that the vs3 pt monitor was displaying an "audio failed" alarm message. The customer could not confirm whether sound was being emitted from the device. No pt harm was reported.

Manufacturer narrative:
(B)(4). The solutions center (sc) technical support engineer (tse) shipped the customer a replacement speaker to resolve the issue. Device labeling (instructions for use/IFU) adequately warns users not to rely solely on audible alarming and specifies that effective monitoring includes close personal observation. The monitor remains at the customer site. Consideration of this complaint and trending for this issue supports that there is no design, mfg, materials, or labeling problem. No further action or investigation is warranted.